Event description:
During evaluation at bench repair for an unrelated issue, it was identified that the device had no audio. The device was not in use on a patient. There was no report of patient harm.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational to its specification after the speaker was replaced. The device was returned to the customer.